Manufacturer narrative:
(B)(4). A non covidien service provider inspected the device and will replace the oxygen sensor. Covidien was not authorized to evaluate/service the device.

Event description:
It was reported that the e360 ventilator oxygen sensor needs to be replaced. There was no patient involvement.